Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 54-year-old male patient was admitted with acute mi, cardiogenic shock. He was taken to the cath lab and was cannulated with va ECMO and impella cp. The patient developed klebsiella bacteremia and cellulitis in bilateral groins. Platelets were given for low platelet count. The patient was converted to an impella 5.5 via axillary artery on (B)(6) 2025. He developed some runs of ventricular tachycardia post procedure. Echo was done that showed a small left ventricular cavity. The device was repositioned. Ultimately, the patient was bridged to a durable ventricular assist device and the impella 5.5 was removed.

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information indicates there was ongoing interrogation of his rhythm issues and no 5.5 concerns.

Manufacturer narrative:
Updated information was provided in b5 (event description). Upon review, it was identified that the additional information has been added to this report. Corrected information was provided in d4 (catalog). Upon review, it was identified that the section d catalog number has now been provided.